Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Logfile review indicated that two of the batteries also had communication errors.

Manufacturer narrative:
Product event summary: one controller (B)(6) and six batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the controller and batteries passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(6), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving (B)(6). Premature power switching events also occurred due to communication errors involving (B)(6). Data log files also revealed multiple instances involving (B)(6) where the battery's¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. As a result, the reported events were confirmed. The most likely root cause of the reported power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation examined momentary disconnections. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-may-2017 / serial#: (B)(6). UDI #: (B)(4) d10: yes, return date: 21-sep-2017 h3: yes dev rtn to MFR? Yes h4: mfg date: 28-may-2016 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-may-2017 / serial#: (B)(6). UDI #: (B)(4). D10: yes, return date: 20-sep-2017 h3: yes dev rtn to MFR? Yes h4: mfg date: 31-may-2016 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-may-2017 / serial#: (B)(6). UDI #: (B)(4) d10: yes, return date: 19-sep-2017 h3: yes dev rtn to MFR? Yes h4: mfg date: 31-may-2016 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2017 / serial#: (B)(6). UDI #: (B)(4). D10: yes, return date: 19-sep-2017 h3: yes dev rtn to MFR? Yes h4: mfg date: 22-jun-2016 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 678 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-may-2017 / serial#: (B)(6). UDI #: (B)(4). D10: yes, return date: 20-sep-2017 h3: yes dev rtn to MFR? Yes h4: mfg date: 25-may-2016 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2017/ serial#: (B)(6). UDI #:(B)(4). D10: yes, return date: 22-sep-2017 h3: yes dev rtn to MFR? Yes h4: mfg date: 23-mar-2016 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient experienced power switching events. The controller ((B)(4)) and six batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the controller and batteries passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving (B)(4). Premature power switching events also occurred due to communication errors involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. The manufacturer has an open internal investigation to evaluate power switching. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices for this complaint: heartware® ventricular assist system - battery, (B)(4) - battery / catalog number 1650de / expiration date 05/31/2017, (B)(4), no, not returned to manufacturer, (B)(4). Heartware® ventricular assist system - battery, (B)(4) - battery / catalog number 1650de / expiration date 05/31/2017, (B)(4), no, not returned to manufacturer, (B)(4). Heartware® ventricular assist system - battery, (B)(4) - battery / catalog number 1650de / expiration date 05/31/2017, (B)(4), no, not returned to manufacturer, (B)(4). Heartware® ventricular assist system - battery, (B)(4) - battery / catalog number 1650de / expiration date 06/30/2017, (B)(4), no, not returned to manufacturer, (B)(4). Heartware® ventricular assist system - battery, (B)(4) - battery / catalog number 1650de / expiration date 05/31/2017, (B)(4), no, not returned to manufacturer, (B)(4). Heartware® ventricular assist system - battery, (B)(4) - battery / catalog number 1650de / expiration date 05/31/2017, (B)(4), no, not returned to manufacturer, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that power switching occurred. The controller and associated batteries were exchanged. No patient complications have been reported as a result of this event.